Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using an ilet insulin pump experienced hypoglycemia during sleep after the pump briefly lost connection to the cgm and continued delivering basal insulin until cgm data resumed, at which point the system paused insulin in response to decreasing glucose and an urgent low alarm. Symptoms included low blood glucose confirmed by meter. Outcomes included self-treatment with oral carbohydrate and recovery without medical intervention or hospitalization. Investigation included review of device logs and technical analysis. Investigation of this case revealed a temporary cgm communication loss followed by appropriate automated safety responses, including insulin suspension during urgent low and cautious resumption when glucose was rising. It was concluded that the event involved hypoglycemia with cause unclear, with device performance consistent with design once cgm data were available.